Event description:
The customer reported blue fluid leaked underneath the unit involving coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe), gloves and a laboratory coat. Patient results were not affected. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse discovered port line vc-26 was clogged, causing the fluid leak. The port was clogged, not allowing the chamber to drain. It was draining through the vent line instead. The fse unclogged the port, cleaned the dirty vacuum trap jar and verified proper operation with system initialization, quality control (qc) and reproducibility. The unit conformed to the manufacturer's published performance specifications. The customer has risk management/exposure control plan at the facility. Beckman coulter (bec) internal identifier for this report is (B)(4).